Event description:
The customer reported the system failed to save patient images. No report of patient injury.

Manufacturer narrative:
A ge service representative provided the customer with phone support. No information is available as to what the repairs were. However, the system was then found to be operating as intended.